Event description:
Sales consultant reports a broken stardrive screwdriver and rounded-out screw. Screwdriver had not been used prior to this incident. Surgeon rounded out the socket of a 1.5mm screw that had to be wasted due to the broken tip of the stardrive screwdriver. Consultant reports that surgeon did not notice whether the tip was broken before the case started. The screw was easily removed from patient¿s metacarpal with very minimal (approximately 1 minute) delay to the case. Removed fragments easily without additional intervention. The procedure was successfully completed. This is report 2 of 2.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. This device was used for treatment, and not diagnosis. Placeholder.